Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the device would not cut. There was no patient injury reported. The procedure was successfully completed using a different but similar device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found the teflon pad detached from the upper jaw of the grasping section and metal was exposed. In addition, there was char marks noted on the teflon pad. This type of teflon pad damage is consistent with the continuous activation of the device without any tissue in between the grasping section and probe.